Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime/compromised force sensor system test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The insulin pump passed the idle current test, run current test, self-test, off no power test, unexpected restart error test, and displacement test. Analysis was unable to perform the occlusion test and no delivery test due to a compromised force sensor system alarm. The unit had a minor scratched display window, a cracked case at the display window corners, and a broken reservoir tube lip.

Event description:
The customer called to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.